Manufacturer narrative:
Pr#: (B)(4).

Event description:
The customer reported to the philips response center that the device was making a loud noise and the battery pca (printed circuit assembly) connector had a broken pin in compartment b. There was no patient involvement.